Event description:
Pt had a cook's ureteral stent placed in right ureter back in 2004 for renal calculi and blockage. Attempt for removal of stent 5 months later ended up with stent breaking apart, and part remaining in the pt.